Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer blood glucose level was unknown. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was appeared normal. The insulin pump had blank display. The customer stated that the battery cap, battery compartment and spring was not damaged. The customer inserted new battery and display was okay and insulin pump alarmed general unexpected restart. Asked customer verbally and in written form to return broken insulin pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, a21 or failed battery test alarms noted during testing. However, device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to a33 alarm.